Event description:
A hospital reported to our distributor that the bc2745 infant cannula for oxygen therapy melted down and occluded flow to the patient with the mr850 humidifier humidifier at 37-38 degrees c. Further information later provided by the initial reporter stated that the tubing did not melt. No pt consequence was reported.

Manufacturer narrative:
The device has not yet been returned for investigation. The information provided is based on the event description and additional information received. Results: a lot check showed this was the only complaint received for the lot. The nasal cannula tubing is unheated and the heat from the humidifier would not be expected to melt the cannula tubing. This was later confirmed by the hospital. Conclusion: the tubing is a small diameter, flexible, and light weight, for comfort and unobtrusiveness, but makes the tubing easier to kink. It is possible the tube had become compressed and occluded from the infant moving and resting the head on the tube. This could then give the appearance the tube had melted. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year.